Event description:
In 2008 - - gm said all 32 sport beds they have at this account have the burg color of the ticking flaking off, and they have fluid ingress. He wanted me to log a complaint. He said nobody has been hurt. Approx 9 days later, technician evaluated one mattress ticking with a 4-inch wear spot and found no fluid ingress into the mattress. Technician witnesses the housekeeper cleaning the bed. At about 3 months later, they replaced the ticking and returned the suspect ticking on this bed. They will be performing a house wide ticking replacement on all the sport beds. At about 2 months later - a retrospective review was performed, and this complaint is considered FDA reportable because the potential for exposure to containments, through a mattress ticking leak based on the hazard rating.